Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary treatment, which was delayed and then completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on-site and found that the fault was not apparent. The system error log was checked, and there were only errors that matched the problem description, but without an apparent cause. The fse reported that the cause was unclear, as the problem occurred only once and was resolved by restarting the system. Repeated system restarts and a longer system shutdown were performed. The system was fully functional. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.